Manufacturer narrative:
Additional information provided in d.10., h..3, h.6., and h.10. The company service representative examined the system and no problems were found. The company service representative observed surgery cases and no out of the ordinary noise was heard. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).